Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a loss of cartridge detection in the pump history, and a misaligned display screen.

Event description:
Eval revealed a loss of cartridge detection in the pump history, and a misaligned display screen.